Event description:
It was reported that noise was noted on the far field electrogram from the can to rv coil. The right ventricular lead was also noted to have had an acute rise in threshold and a decrease in r-wave post implant. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 lead implanted: 2013 (B)(6). (B)(4).